Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a j&j employee. Investigation summary: the complaint device was not received for investigation. A photo investigation was performed based on the images provided. The images were reviewed, and the complaint condition is confirmed. The drive on the screw appears to be stripped. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and specification review were not completed. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No DHR review was completed since no lot number was supplied via photo or additional information. The DHR will be revisited when the physical device is received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the multiple screws are in poor condition are evident in the recess. No further information provided. During manufacturer's investigation of the provided photo it was identified that the drive on the screw appears to be stripped. This report is for one (1) 2.7mm va lckng screw slf-tpng with t8 stardrive recess 42mm. This is report 5 of 7 for complaint (B)(4).